Event description:
It was reported that the vns patient passed away. The patient's sister reported that the family is still waiting on a cause of death. An online obituary confirmed the date of death as (B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date.